Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 18-20mmx2.75-3.00mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.